Event description:
After an evlt laser procedure was completed, the doctor began to remove the laser fiber, when the removal from the vein was complete, the doctor realized that a piece of the sheath remained in the pt. The pt was brought to surgery and the piece removed. It appears that the fiber was fired inside of the sheath and consequently the sheath was separated at the area where the laser fired. The pt is fine and will require no further follow-up.